Event description:
Additional information was received that the valve was implanted into the native annulus. The cusp overlap technique was used. Prior to withdrawing the delivery catheter system (dcs), the nose cone was not centered, causing it to get stuck within the valve frame and caused the valve to dislodge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed and implanted. While removing the delivery catheter system (dcs) out of the left ventricle, the nose cone became stuck on the bottom of the valve. Force was applied on the dcs and caused the valve to dislodge. Subsequently, a second valve was deployed across the first valve and implanted in a good position. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29 (0012129778); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-26 (serial: (B)(6) product type: 0195-heart valves; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID gwbc30; product type: guidewire; implant date; explant date h2 h6 image review: intra procedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 69.3 millimeter (mm) with a perimeter derived diameter of 22.1mm suggesting a 26mm evolut. The aortic valve appeared to be significantly calcified with slightly protruding calcium in the annulus extending to the left ventricular outflow track. Sinuses of valsalva heights measured within recommended ranges; however, sinuses of valsalva diameters measured less than the recommended 27 mm. A pre-balloon aortic valvuloplasty was performed prior to the valve implant. During pre-dilatation, the balloon appeared to move ventricular mid inflation. No further balloon dilatations were performed. The valve was deployed just prior to the point of no recapture in the cusp overlap view, and depth appeared to be approximately 5-6mm on the non-coronary cusp. The valve was released and appeared to be under expanded but stable in the aortic annulus. The subsequent angiogram reveals that the valve dislodged after removal of the delivery catheter system. The dislodgement event was not captured on fluoroscopy; however, it was reported that the nose cone interacted with the valve causing it to dislodge. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. The valve was not initially snared, and a second delivery catheter system was attempted to be advanced through the dislodged valve. Angiogram showed absence of coronary flow. There is evidence that cardiopulmonary resuscitation was initiated shortly after that. Subsequently, the dislodged valve was snared, coronary flow was restored and a second valve was implanted. Conclusion: the investigation is ongoing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed with an 18 x 40 mm balloon. A confida guidewire was used during the procedure.